Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Additionally noted was t-wave oversensing (twos) post ventricular sense (vs) events and oversensing electromagnetic interference (emi). Follow up was completed. It was indicated that reprogramming had been completed and the lead remains in use. No patient complications have been reported as a result of this event.